Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review was performed and showed no defects related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error occurred during dwell one on the homechoice. The technical service representative assisted the patient to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.